Event description:
It was reported that after a da vinci-assisted surgical procedure, the cutter head of the harmonic ace instrument broke off. The cutter head was used for the first time. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The harmonic ace insert instrument was analyzed and found to have a broken blade. The blade broke at roughly 0.228¿ from the base. Broken piece was not returned. Components adjacent to the broken blade did not show damage. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.